Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was implanted using a large flexnav delivery system. On the same day, during a percutaneous coronary intervention (pci), the patient experienced a stroke. A computed tomography (CT) scan revealed a thrombus at the tip of the navitor valve. It was believed that the thrombus dislodged during the engagement of the guiding catheter and lead to the stroke. Warfarin therapy was initiated to dissolve the thrombus. The patient status was stable.

Manufacturer narrative:
It was reported that after navitor implant the patient experienced a stroke, on the same day during a percutaneous coronary intervention (pci). There was thrombus reported at the tip of the navitor valve. Also reported that it was believed that the thrombus dislodged during the engagement of the guiding catheter and lead to the stroke. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of reported patient effects of stroke and thrombus could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication (warfarin therapy) was initiated to dissolve the thrombus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was implanted using a large flexnav delivery system. On the same day, during a percutaneous coronary intervention (pci), the patient experienced a stroke. A computed tomography (CT) scan revealed a thrombus at the tip of the navitor valve. It was believed that the thrombus dislodged during the engagement of the guiding catheter and lead to the stroke. Warfarin therapy was initiated to dissolve the thrombus. The patient status was stable.